Event description:
A hospital in (B)(6) reported that the mr290 humidification chambers had an air leak. This was found during the ventilator leak test, before patient use.

Manufacturer narrative:
(B)(4). The complaint chambers were not returned to fisher & paykel healthcare for evaluation. The hospital confirmed that they had been disposed of. They also informed us that they have had no further issues since reporting this incident further information was sought from the hospital and they stated that they had not noticed any damage to the mr290 chambers. They also stated that the chambers were not connected to a water bag during the leak test, so it is possible that the feedset spike sheath was the source of the leak. The primary function of the sheath is the prevention of contamination and damage to the bag spike during transport, rather than to provide an airtight seal. All chambers are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The user instructions which accompany the mr290 chamber state the following: ensure there is a water supply connected to the chamber and that water is present within the chamber. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.